Event description:
It was reported by the clinician that during placement, the physician could not advance the spring wire guide (swg) through the catheter. As a result, another kit was opened and used. There were no patient complications reported.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a prod malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 16 cm catheter and one swg were returned for evaluation. No defects or anomalies were observed on the returned catheter or swg. The swg was inserted into the distal end of the catheter. Significant resistance was encountered when the swg reached the juncture hub. Investigation found the lumens inside the juncture hub to be deformed. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing-related since resistance inside the juncture hub has been attributed to deformed lumens. A CAPA has been initiated to address this issue.